Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed the reported event. The front panel shut down after a few minutes of function, the alarm sounded, and the pressure decreased due to an electrical defect on the main board. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that during a gastro-abdominal laparoscopy procedure, the display on the subject device went blank and the pump stopped. The procedure was completed using another similar device after a ten to fifteen minute delay. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the main board failure could not be determined. Olympus will continue to monitor field performance for this device.